Manufacturer narrative:
(B)(4). Batch #: r93j0j. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No, there were no consequences for the patient. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 device was received with the nose cone cracked. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. It is possible that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This is a analysis for a set of images submitted to ethicon endo surgery for evaluation. Image 1 and 2: the image provided by the customer is that where the connector can be seen. The batch and serial can be observed as r93j0j028. Image 3: the image is that of a gen11 displaying an alert screen. The alert screen is that of reactivate. Image 4: the image is that of a gen11 displaying an alert screen. The alert screen is that of restart generator. The ¿reactivate two switch activations detected¿ alert screen is associated with the hand activation button issues. The ¿replace handpiece¿ alert screen advises that the hand piece has failed to perform the internal diagnostic routines and the generator will not be able to operate the hand piece reliably. However, no alert screens were displayed at any time during testing. Although, no conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure, after installing harh23 on a given transducer, the coagulation cycle ran correctly about 5-6 times. Then the tool and the converter stopped working. An inscription appeared on gen11 to change the tool and contact jnj.